Event description:
It was reported the manufacturer representative did have a stimulator issue with two stimulators a couple of months prior to report. Reference manufacturer report #3007566237-2013-03274.

Manufacturer narrative:
Concomitant product: product ID neu_interstim_ins, serial# unknown, product type implantable neurostimulator. (B)(4).